Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.¿.

Event description:
It was reported that during testing, it was found that foley catheter had water leakage from funnel section.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (9) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual inspection noted no obvious observations. Using the return syringe both catheters balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of a pinhole measuring (0.017") found on the balloon. This is out of specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Dfmea (B)(4), revision 16 was reviewed for this investigation. The reported event is addressed in step #151. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. (B)(6), revision 0 was reviewed for this investigation. The labeling is found to be adequate to fulfill s03fa211 revision 28. The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing, it was found that foley catheter had water leakage from funnel section.